Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p70-77 that has a similar product distributed in the us, list number 07p70, 510k k173122. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I free t4 result for a 52-year-old female patient. The following results were provided: (reference range of 9.01-19.05 pmol/l). Sid (B)(6) initial ft4 result = 30.76 pmol/l, repeat results = 16.64 pmol/l, 16.2 pmol/l no impact to patient management was reported.